Event description:
Upon moving the lead shield during a pt procedure, one of the covers fell off of one of the joints and hit the pt in the face, resulting in a scratch to the left eye. (Mavig arm-portegra 2). Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
We have tried on several occasions to reach director of radiology to learn more about this incident. Leaving messages on 2/19, 2/22, 2/28, but to this point we have not gotten a response or had the opportunity to complete an investigation. Due to the time sensitivity, we are submitting our report without their input. It was a device abuse situation.